Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that it was long to charge the ins to 100%. They would start the charge session with all 8 boxes and then got fewer and fewer throughout charging. They don't use the belt and hold the recharger antenna with their hand. Adhesive discs were sent to the patient and was instructed to call back if they did not work. No patient symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the slow recharging and coupling box issue had been resolved. No cause had been determined.